Manufacturer narrative:
No unexpected button error alarms noted. No further tests could be performed due to unresponsive keypad. No button response due to severely corroded keypad traces noted. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he received a button error alarm on his insulin pump and cannot clear it. Blood glucose level 464 mg/dl. Customer stated he does not recall any events leading to the alarm. Nothing further reported.